Event description:
The clinician reports the implant was inserted (B)(6) 2020 in the patient's mouth. Primary stability not achieved and sinus augmentation. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type IV and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and swelling. No further patient complications were reported.